Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 7.8 mmol/l at the time of incident. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. All operating currents tested within the specification range and passed off no power test. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.